Event description:
A us distributor reported that a patient was receiving arrhythmia alarms and discharge profile faults messages.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (discharge profile fault flags, arrhythmia alarms) has been confirmed. Upon investigation the monitor did not pass a pulse test. The cause for the failure was isolated to the defib board c20 negative lead is broken causing r45 on the ca board to become open. The root cause for the open r45 resistor could not be positively identified. There were no adverse events associated with the monitor malfunction.